Event description:
Low pressure alarm occurred at bedside. Staff rn assessed site without any blood noted in balloon, pulses intact. Blood noted in balloon tubing, balloon pump placed on standby, leg stabilization removed to assess tubing. Blood progressing in tubing. Perfusion notified, perfusion in route, cardio notified, blood progressing in tubing, intensivist asked by cardio to remove intraaortic balloon pump. Intensivist removed at 1346. Pressure held per protocol. Hemostasis achieved at 1446.